Event description:
According to the complainant: ''on the night of (B)(6), it was set up that a very severely ill patient would receive an infusion of nutriflex. The volume was set to 1200 ml over 12 hours. After 1.5 hours, the pump alarms that the bag is empty at 1800 ml. The patient has died. The incident has been reported to the medical products agency and to the police. Currently, both the pump and the patient are with the police as a forensic investigation is awaited. We have asked for the hlf so we can attached this to the complaint. Dr has spoken to our med tech hera in sweden. More info: sequence of events. The patient was prescribed parenteral nutrition with nutriflex via a central venous catheter. The plan was for the patient to receive 1250 ml of nutriflex from a bag with a total volume of approximately 1800 ml. This was supposed to be administered over 12 hours. After about 1½ hours, it was noted that the entire volume of approximately 1900 ml had been administered. More detailed description of the consequences for the patient/user the patient was severely ill with both copd and pulmonary fibrosis in addition to other diseases. He was admitted due to an infection and was treated with antibiotics. He required high doses of supplemental oxygen to maintain a reasonably adequate level of oxygenation. During the hospital stay, a secondary heart attack was diagnosed. Decisions regarding limitations on the level of care had been made. He was found deceased at night in connection with when the infusion was to be checked. It was noted that he had removed the oxygen mask. Likely cause(s) the patient was critically ill. There are several possible causes of death, and the incident should be further investigated through a forensic examination.''

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. Please note that there is a time gap to real time of -1h and 26 minutes. The history was downloaded at 08:19 and the time of the pump is 09:45. The history file was analyzed according to the time of the pump. Analysis of the history: on the (B)(6) 2026 a vtbi therapy was set up at 01:40. The pump was turned on at 01:39 and the tube "space line" was selected. A flow rate of 1200ml/h and a time of 12h were set. The therapy was started at 01:43. At 03:19 the pressure upstream alarm occurred. In total 1912.49ml were infused. The alarm was confirmed at 03:27 by user and the standby mode was activated at 03:30. At 03:54 the door was opened, and the pump was turned off. The defect could not be confirmed during the history analysis. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.